Event description:
The manufacturer has issued a rolling back order and the product is temporarily out of stock with no safety back up. The product is necessary for etco2 monitoring in the ICU and intraoperatively.